Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 501 mg/dl, 294 mg/dl, 198 mg/dl, 141 mg/dl, and 112 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that the tips of two screwdrivers broke off in screw. Tips and screw removed and replaced. Thirty minute delay in surgery. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0913902 was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.